Event description:
I am writing because I cut my lip on dentek triple clean floss pick. They were so sharp, it cut my lip. My lip bleed, and it hurt for weeks now, and is still hurting. Dentek requested a photo of my hurt lip and note from doctor. It was 12:00 am when the accident happened. I live alone, and had no one to take a photo. I do not own a camera phone either. I explained to them this information, but they still refused to compensate me for my pain and suffering. The dentek triple floss picks are too sharp. They kept sending me a lot of other picks that do not work. I also went to the doctor and gave (send) them a written note from the doctor, as they originally stated before. They said nothing before about any price or medical bill, until now. They are trying to get away without compensating me. They know have a scale for pricing. Enclosed is a sample of those sharp picks. Please contact them on my behalf. Enclosed is a letter with their contact information too. Thank you. I wrote this address before, but received no reply! Please reply very soon! Thank you, (b)(6.)